Manufacturer narrative:
Info was received from a foreign source who is required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported the pt was revised to address the humeral head loosening from the stem.